Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that a patient presented remotely on (B)(6) 2021 complaining that their implantable cardioverter defibrillator was beeping. The patient was brought into the hospital on the same day, where it was discovered that the patient's device was in backup vvi operation. The device was recovered and the issue was resolved. There were no patient consequences.